Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: white biological tissue in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, patient's concern over product.

Event description:
Patient's spouse reported "fluid build up" and "hardness." Healthcare professional later reports left side implant exchange due to patient's concern with the product. Device remains implanted.